Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: metal particles around forceps elevator lever and chipped distal end. A root cause could not be identified. Based on the results of the investigation, most probable cause of the reported malfunction could not be detected since problem was not confirmed. The most probable cause of the metal particle around forceps elevator lever could not be established; olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined; and the most probable cause of the chipped distal end was due to stress problem as identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope exhibited accessories are sticking in the working channel. The issue was identified during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure while the device was inside of the patient. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.